Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. The blood glucose reading is 213 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button error due to corroded keypad traces. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the display window.